Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed a glucose value of 40 mg/dl. No bg meter comparison value was reported. The patient was using an omnipod insulin pump at the time, and no symptoms were noted. Emergency medical services were contacted, and the patient was transported to the emergency room. At the ER, a bg meter reading was obtained; however, the only information reported was that the value was ¿not 40 mg/dl.¿ no specific bg meter value was provided. The call with the patient was unexpectedly disconnected, and no additional details regarding the patient¿s condition or the event were obtained. Subsequent attempts to contact the patient for further clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).